Manufacturer narrative:
Additional information from the end user reports that the cause of death was a respiratory failure due to bronchiolitis caused by rsv. The patient developed an extreme high resistance in the bronchial tubes and it was impossible to ventilate.? The reporting physician stated that the patient death was not associated with the carescape r860. H3 other text : additional information from the end user reports that the cause of death was a respiratory failure due to bronchiolitis caused by rsv. The patient developed an extreme high resistance in the bronchial tubes and it was impossible to ventilate.? The reporting physician stated that the patient death was not associated with the carescape r860.

Manufacturer narrative:
Ge healthcareâ¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital alleged a patient death while connecting the patient to a carescape r860. Reportedly, the ventilator unexpectedly switched from synchronized intermittent mandatory ventilation (simv) mode to volume control ventilation after initiating ventilation. While trying to change the ventilation mode, the patient was manually ventilated. During manual ventilation, the patient's condition worsened, and the patient died. The physician stated that the death is not associated with the carescape r860. Ge healthcare will submit a follow-up report when the investigation has been completed.